Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose, protruded drive support disk. The insulin pump was unable to verify compromised force senor alarms due to motor error alarms. The insulin pump was received with a cracked case at display window corners, reservoir tube and battery tube threads. The insulin pump was also received with shifted end cap sticker.(B)(4)

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The patient's blood glucose level of the time was 252 mg/dl. The customer stated that while going through the rewind process, she received a motor error alarm. The customer stated that her insulin was squirting out during the manual prime process. The customer stated that she was unable to exit while preparing to prime loop. The customer was advised to disconnect from the pump. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer was advised that her insulin pump will need to be replaced.